Event description:
Customer reported that the low o2 alarm intermittently alarms. After a preuse check it is ok for a while. This unit has had several o2 cells. Rep replaced the pc1772 bd. And the o2 gas module. Reloaded 1.02.05 s/w and unit passed preuse check. Rep let unit run for a while on a tester lung with no o2 alarm.